Event description:
A surgeon reported that a pt experienced a decrease in visual acuity after intraocular lens (iol) implantation. According to the reporter, the pt was seen by another doctor who was unable to determine the reason for this decrease. According to this doctor, the iol was positioned correctly. Add'l info has been requested but not received to date.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Add'l info has been requested but not received to date. (B)(4).